Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04123. It was reported that the right ventricular (rv) lead exhibited no capture, and the right atrial (ra) lead exhibited high threshold. The patient was brought to the electrophysiology lab for procedure on (B)(6) 2020. The ra lead was advanced into position and given redundant slack. The rv lead was removed and replaced. There were no complications and the patient was stable before, during, and after the procedure.